Manufacturer narrative:
(B)(4). Date sent: 1/30/2024. D4: batch # 389c03. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one ecr60g reload loaded on the device. The reload was received partially fired 1/3. In addition, an unknown trocar was returned inserted in the shaft of the device and an unformed staple was returned inside a plastic bag. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported events of "would not open and difficult to close", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Close the jaws of the instrument by squeezing the closing trigger (light gray and labeled with a number ¿1¿) until it locks in place. An audible click indicates that the closing trigger is locked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 389c03, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device became not to fire after the device trigger was grasped at 1st firing. The red safety was released, and firing trigger was grasped, but the knife did not return. The jaws could not be opened. Manual override lever was used, but the jaws did not open. Additional cut was performed, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the procedure was laparoscopic low anterior resection. The device was used on the rectum. It was stiff to close the jaw than usual. The tissue was thick. It was planned to reconstruction by anastomosis device, but it was change to anastomosis by hand suture. We are confirming the patient condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.